Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the reported bleeding, heart failure and hypervolemia could not be conclusively determined through this evaluation. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 04oct2019. The patient was stable. It was given an augmented bowel regimen and aspirin was held until rectal lesions healed. The gastrointestinal (gi) bleeding was due to source rectal bleeding (hemorrhoids). No further detail was provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). . FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) and reported that he noticed bright red blood after some hard bowel movements. Patient was admitted for observation and given IV diuretics for hypervolemia. It was observed in the ER that patient had mild lower extremity edema and weight gain. He was started on IV diuretics. It was reported that patient had heart failure. The event had resolved on (B)(6) 2019. Additional information was requested but not yet provided.